Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('she had essure removed.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("pain"), scar ("scars") and migraine ("migraines"). The patient was treated with calendula officinalis flower oil;chamaemelum nobile flower oil;lavandula angustifolia oil;retinol palmitate;rosmarinus officinalis leaf oil;tocopheryl acetate (bio oil) and surgery (she had essure removed. And essure removal). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, pain, scar and migraine outcome was unknown. The reporter considered medical device removal, migraine, pain and scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event added: migraines. Reporter was added. On 23-mar-2020: social media received. Reporter information were added. Date or insertion and date of removal were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('she had essure removed.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("pain") and scar ("scars"). The patient was treated with calendula officinalis flower oil;chamaemelum nobile flower oil;lavandula angustifolia oil;retinol palmitate;rosmarinus officinalis leaf oil;tocopheryl acetate (bio oil) and surgery (she had essure removed. And essure removal). Essure was removed. At the time of the report, the pain and scar outcome was unknown. The reporter considered medical device removal, pain and scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter added. Event medical device removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.